Event description:
It was reported that the instrument became very hot during a gyn procedure. The customer could not provide additional information about problem. A second device was used to complete case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.